Manufacturer narrative:
The device passed the displacement test and self test. However, pump error alarm confirmed in the device history file due to broken trace at pin 6, u1 keypad assembly. The device was received with a cracked battery compartment (battery tube), cracked battery tube threads . The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures alarm during self test for basal delivery. The customer¿s blood glucose level was unknown at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer again performed self test and it was passed. Customer stated that the insulin pump also had crack at backside on the battery compartment and lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.